Event description:
Caller reported a cartridge alarm 30 with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts decided to replace the pump, and the caller will reach out to their healthcare provider for backup insulin therapy. The caller was advised to use a return box and pre-paid label to send back the malfunctioning pump to tandem within 10 days. The caller was informed about steps to take with the replacement pump and acknowledged the instructions provided.